Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to flattened button dome switch. The functional testing could not be performed due to this anomaly. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the prime. The blood glucose reading was 102 mg/dl. The customer had changed out the infusion set three times before calling and was unable to troubleshoot for the no delivery alarm. The customer reported that the insulin pump alarmed for a failed battery when trying to screw the battery cap back in after accidentally removing it. The issue was resolved when the customer inserted a new battery. The customer also reported that the back light did not come on. It was discovered that the back light did not activate due to the buttons on the insulin pump having become unresponsive. The customer did not recall any event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instruction.